Event description:
It was reported that a user experienced elevated blood glucose on the ilet after a breakfast meal announcement of ¿more than,¿ with peak glucose of 188 mg/dl and subsequent improvement to 145 mg/dl after allowing additional time; the event occurred after a recent cartridge and infusion set change on the right side, and no device malfunction or component-specific issue could be determined due to insufficient information. Symptoms included a sensation of head warmth consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.